Event description:
A 6060 was reported to overinfuse 5fu to a patient. The pump was set in the continuous mode at a rate of 0.6 ml/hr, to run for 7 days. During the first cycle, the infusion ran ok; during the second cycle, the bag ran out 40 minutes early; during the third cycle, the bag ran out 30 minutes early; and during the fourth cycle, the bag ran out 4 hours early. The set being used was 560500-100, lot number unknown, which is not available for evaluation. There was no injury to the patient or medical intervention required. The pump was also tested by the pharmacy manager, and found to overdeliver by between 5-9%.